Event description:
It was observed that during the device evaluation, the tracheal intubation fiberscope exhibited that the control panel and grip both had stickiness on them (foreign material). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation. Additional reportable malfunctions were found during the investigation which noted that the control panel and grip both had stickiness on them (foreign material). Based on historical data, a root cause analysis could not be determined/identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.